Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that catheter resistance was felt on the third separation. There were 3 passes made with the solitaire prior to the separation. The patient didn't have any stenosis. The clot was hard. A new solitaire stent was used to revascularize the blood vessel.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire pushwire broke/separated in the distal section. The patient was undergoing surgery for treatment of an ischemic stroke of the left middle cerebral artery. The mrs baseline was 3 and procedure was 0. Nihss was 18 at baseline and 7 post procedure. Tici baseline was 0 and post procedure was 3. There were 3 passes with the device. It was noted the patient's vessel tortuosity was moderate. Stroke onset to reperfusion time was 6 hours. It was reported that when the thrombus was pulled out for the third time, the tip end of the stent fell off into the microcatheter. Resistance was encountered. All broken segments were removed from the patient by detaching into the microcatheter, and taking it out after the microcatheter was withdrawn. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
H3: product analysis of sfr-4-20, lotno: b502040. As found condition: the solitaire fr revascularization device was returned for analysis within a shipping box, a plastic bio-pouch, an opened solitaire fr inner pouch, and a dispenser coil. Damage location details: the solitaire fr pusher was found bent and broken. When compared to the drawing, the pusher appears to have broken within the stent¿s proximal marker, likely at the ball weld. The stent¿s non-working and working length struts were found to be in good condition. Testing/analysis: the broken solitaire fr pusher was sent out for sem failure analysis. Per the sem report, the broken end failed via ductile overload. Conclusion: based on the device analysis and reported information, the customer¿s ¿resistance during retrieval¿ and ¿pushwire break/separation¿ reports were confirmed as the solitaire fr pusher was found bent and broken. Pusher damage can occur if the device is advanced/retrieved against resistance. In addition, pusher separation can occur if the device is used for more than two flow restoration recoveries. Possible causes of ¿resistance during retrieval¿ include using an incompatible catheter, catheter damage, patient vessel tortuosity, or not maintaining a continuous flush. The cause of the resistance could not be determined. However, it is likely the use of the device for more than two flow restoration recoveries contributed to the pusher separation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.